Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based on the medical records provided, the patient experienced obstructions, adhesions, pain, and additional surgical procedures. In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2001 - the patient was diagnosed with recurrent complete vaginal prolapse. The patient underwent a laparotomy with bilateral salpingo-oophorectomy, enterocele repair and suspension of vaginal cuff to the sacral promontory using a bard flat mesh and burch colposuspension. On (B)(6) 2011 - the patient underwent a cardias catheter procedure. There was no mention of any involvement of the bard mesh. On (B)(6) 2014 - patient presented to the ER with complaints of altered mental status and nausea. The patient underwent a work up and then transferred to another hospital with a diagnosis of a partial small bowel obstruction. On (B)(6) 2014 - the patient was diagnosed with small bowel obstruction and underwent an exploratory laparotomy, lysis of adhesions and small bowel resection with a partial removal of the bard flat mesh followed by a right subclavian central line placement. Per operative details provided "there was an area that was stuck down basically to the sacral promontory. Upon relieving this area and lifting it up, the small bowel had a piece of what appeared to be mesh adamantly adhered to it. There was a non full thickness serosal tear that was repaired with silk sutures. I ran the entirety of the small bowel and the only area of obstruction was that area that was tethered down that had mesh adhered to the side of the small bowel wall. Given the fact that there was mesh on the exterior portion of the small bowel, I elected to resect this." On (B)(6) 2015 - the patient presented to the ER with complaints of abdominal pain. The patient was diagnosed with colitis and discharged. On (B)(6) 2015 - the patient presented to the ER with diarrhea and abdominal pain. The patient was found to have recurrent c diff. The patient was started on flagyl with little improvement. Patient was transitioned to oral vancomycin with improvement of symptoms. The patient had coffee ground emesis. Patient was seen by gastroenterology who recommended oral vancomycin. Patient was discharged home with home health care. On (B)(6) 2015 - the patient presented to the ER with complaints of abdominal pain, diarrhea, chills, fever and nausea. She was admitted with recurrent c. Diff and was treated with oral vancomycin. Patient was discharged home with home health care.